Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications at the time of shipping. The root cause of the issue of the piece chipped off the biopsy channel opening cannot be conclusively determined. However, there are signs of stress experienced by the device: the leak of the a-rubber was caused by a cut; there was a cut on switch #4 which caused the leak; all the labels were peeled; there was a tear on the light guide tube boot on the s-cover side; control knob was loose on f-lever and low on the up angulation. Such stress may also have caused the chipping. When the chipping was caused cannot be determined as it was observed in estimation and not reported by the user.

Manufacturer narrative:
There is no additional information about the event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a product investigation completed. The user¿s complaint was confirmed. There was a leak observed at the bending cover and switch button #4. At the distal end, a piece was chipped off on the biopsy channel opening. In the bending section, there was one broken strand observed on the active mesh, passive mesh was normal. The insertion tube had some dents and deep scratches.

Event description:
As reported for this event, during reprocessing there was air/water leakage observed. The distal end of the device had a piece missing.